Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had atrial lead placed and two days later there was no sensing or capture. Lead dislodgement was confirmed via x-ray. The lead was repositioned. The patient is stable before during and after procedure.